Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot numbers: gd891309, gd890426 and gd889493. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from (B)(4) and is a spontaneous report from a consumer with supplemental information from the nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the reported event. The cause of the peritonitis was unknown. Treatment rendered for the reported event was not provided. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from peritonitis. A causality statement was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This is report 1 of 4 involved in this event.